Event description:
It was reported that right after implant, pulse generator interrogation revealed undersensing of any intrinsic beat. The leads were programmed into different polarities, but it made no difference. The pocket was reopened, and a new pulse generator was implanted successfully with normal measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis confirmed that the pulse generator exhibited loss of sensing. The hybrid manufacturer found that the problem was intermittent. Loss of sensing was noticed only once in the unipolar configuration and never seen again. Consequently, the reason for the failure could not be determined.